Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that an increase in the threshold and impedance of the left ventricular lead exceeding 3000 ohms was seen. The patient was hospitalized. During a revision this left ventricle lead was abandoned due to fracture and inability to retrieve it.